Event description:
Boston scientific corporation was informed that during a procedure, there were four clips already got deployed when they came out of the sheath. The procedure was completed with another of the same device with no pt complications involved. The pt's status was reported as "ok". Note: this complaint is the one of four devices used in the procedure. Refer to MFR 3005099803-2009-00680, 3005099803-2009-00681, 3005099803-2009-00678 for other related reports.

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event cannot be determined.